Event description:
Pt's nurse, joann, alleged imprecision with the inratio2 meter. Results as follows: date: (B)(6) 2012; pt's inratio: 3.8; strip lot 272417. Date: (B)(6) 2012; pt's inratio: 4.8; strip lot number 272417. Nurse's inratio: 1.9; strip lot number 281272. Nurse tested the pt using both pt's inratio and nurse's inratio because pt's warfarin was lowered, but pt's inr increased. Pt's therapeutic range: 2 - 3. Customer's operational technique: customer added multiple drops of blood to the test strip.

Manufacturer narrative:
Investigation pending.